Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product is not being returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye in a secondary surgical procedure because of decreased visual acuity and residual astigmatism. Additional information was received stating that incision was not enlarged to remove the iol from the eye and also vitrectomy and sutures were not required. The replacement lens used is a different model with same diopter lens. The patient was doing good at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/400. Visual acuity post-op (post-initial implant): 20/40. Visual acuity post-op (post-replacement): 20/20. No other information provided.